Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿impella catheter in papillary muscle if the inlet area of the impella catheter is too close to or entangled in the papillary muscle and/or subannular structures surrounding the mitral valve, it can affect mitral valve function and negatively impact catheter flow.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 75-year-old female noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. It was reported that after closure of a ventricular septal defect (vsd), the catheter became caught in a papillary muscle while being removed, and resulted in a ruptured papillary. This caused severe tricuspid regurgitation (tr). Blood products and further intervention were declined by patient's family and care was withdrawn.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
B2: date of death is unknown. This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-07533 was provided in sections b2, b5, h1, and h6.